Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device changeout procedure, the right ventricular lead exhibited high impedance and fracture. The lead was capped and replaced. The patient was in good health.